Event description:
The patient contacted animas on (B)(6) 2012 reporting that in the last week the pump powered off three random times and when the battery was replaced the pump powered on. The patient stated that the cap was loose but still attached to the pump. At the time of this report, no additional information was provided. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.